Event description:
It was reported that the user had difficulty hearing ilet device alerts and requested alerts to sound on a phone as well; the agent guided the user to download the bionic circle application and adjust ringtones and volumes for each alarm, and the issue was resolved through education and configuration. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included user education, alarm settings review, and confirmation of functionality through app setup. Investigation of this case revealed that the alerts were functioning but perceived as too quiet until ringtone and volume settings were adjusted via the companion application. It was concluded, based on previously established findings for similar reports, that the cause was user configuration and use error addressed by education.